Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. No frozen button or button error alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked reservoir tube lip and broken battery tube threads.

Event description:
Customer called in report the insulin pump alarmed for button error. The customer mentioned that the insulin pump froze during bolus. She then removed the batteries and put them back in before turning on the insulin pump again. That is when the button error alarm occured. Blood glucose reading at the time was 371 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.